Event description:
Related manufacturer reference number: 2017865-2023-11662, related manufacturer reference number: 2017865-2023-11664 . It was reported that the patient presented in the hospital due to infection. The entire pacemaker system was explanted due to infection. The patient's condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. A partial lead was returned in two pieces measuring 11.1 cm for connector portion and measuring 39.2 cm for distal portion for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damages. The cause of infection could not be traced to the device.